Event description:
Hill-rom received a report from a hill-rom technician stating that the bed exit was inoperable. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the left head siderail interface to be inoperable. Per the hill-rom user manual, warning: the patient position monitor is not intended as a substitute for good nursing practices. It must be used in conjunction with sound patient risk assessment and protocol to prevent personal injury. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left head siderail interface to resolve the issue. Based on this information, no further action is required.